Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 28-APR-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the user was unable to assign drawers. A field service engineer (FSE) opened the back door and found the drawer was disconnected. Powered off the device, reconnected the drawer, and rebooted the system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, user was unable to assign drawers and received the error message: "Sequence Contains No Elements". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there was no adverse events or injuries reported based on this event.